Manufacturer narrative:
Evaluation: no x-rays are provided. It is not clear in the per if the insertion felt hard to the surgeon while passing the screws through the bone or through the nail. The probable cause could be the distal screw axis might have not aligned to the axis of the hole during insertion; however, this cannot be confirmed with available info. It is unk whether the technique correlates with the surgical technique. There are no similar complaints reported. Insufficient info is provided to determine the root cause of the event. Evaluation: review of the device history records was not possible as the lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the surgeon had difficulty inserting the fix angle screw.